Event description:
It was reported that the pt presented with hip and back pain. Imaging demonstrated a vena cava filter that was tilted, with some filter limbs extending outside of the vena cava wall and abdominal bleeding. The filter was unable to be retrieved with a recovery cone and other devices and it remains implanted. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.